Event description:
A customer called on behalf of patient, who was taken to the hospital with low blood glucose of 20 mg/dl as tested by the paramedics. Patient's test result for glucose using co's instrument was allegedly 120mg/dl. Information on the paitent's age, medical condition, or a description of the event was not obtainable. The meter was not available at the time of the initial contact. Upon subsequent contact, it was determined that the test strips are functioning properly, but the customer did not have the proper supplies to check the functionality of the meter. Proper testing technique was reviewed with the customer. Supplies to perform the meter check were also sent to the customer. The customer was encouraged to call customer service 24/7.